Event description:
It was reported that the cylinders of this inflatable penile prosthesis eroded out of the corporal body resulting in a floppy glans. The cylinders were repositioned. No further patient complications were reported.